Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in three pieces for analysis. Visual examination found an external abrasion breaching the outer insulation due to friction to the device can. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.

Event description:
Related manufacturer reference number: 2017865-2023-95388. It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise on both right ventricular (rv) and right atrial (ra) lead. No other electrical issues were observed. The leads were explanted and replaced. The patient was in stable condition throughout.